Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with scramble display due to cold solder on lcd board. No blank display or fading screen noted. Analysis was unable to verify missing segments due to scramble display. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tuber threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 197 mg/dl at the time of the call. Mother stated the display does not come on after new battery replacement. She states that the display is fading and there is a line across the screen. The customer stated that the insulin pump was not dropped, nor bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.